Event description:
The contact stated the customer's meter readings had been high. The contact stated that she performed a normal control test and rec'd a result of 246 mg/dl. The normal range is 73-106 mg/dl. The contact did not allege any adverse events. The meter in question was supposed to have been replaced in 2004. Customer service advised the contact to dispose of the meter, and a replacement meter will be sent.